Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). Updated impedance measurements were provided. Contact pair 8 and 9 remain out of range at 5115 ohms, contacts 8 and 11 remain out of range at 5224 ohms and contact pairing 9 and 11 remain out of range at 5224 ohms. The patient was started on medication. The hcp will monitor the patient's status.

Manufacturer narrative:
Medical devices: (previous ins, for regulatory report reference) product ID 37601, serial# (B)(4), explanted: (B)(6) 2018, product type implantable neurostimulator. Product ID 3389-28, lot# 0208732573, product type lead. Product ID 3389-28, lot# 0208732573, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 18-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. Impedances were greater than 3000 ohms on all left-side unipolar contacts except c/2, and greater than 4000 ohms on all left-side bipolar contacts except 2/3. The left-side settings were 2.9v, 60 usec, 130 hz on c+,2-. Impedances on the right side were all in range with the exception of unipolar pair c/8, which was 2233 ohms. The right-side settings were 2.9v, 60 usec, 130 hz on c+,10-. Impedances were measured from the extension and all conductors were greater than 4000 ohms on the left extension/lead. All contacts were less than 4000 ohms on the right extension/lead. Impedances measures from the leads using twist-lock. Left lead impedances were greater than 4000 ohms for all bipolar pairs. Right lead combinations 8/11 and 9/11 were greater than 4000 ohms, but all other bipolar combinations were less than 4000 ohms. The physician elected to replace the ins as patient reported worsening of symptoms on right side of body and high impedances persisted. The ins had been implanted for about 4 years, and the battery voltage level was 2.88 v. After ins replacement, left-side unipolar impedances were all greater than 2000 ohms except for c/2, and bipolar impedances were all greater than 4000 ohms except for 1/2 and 2/3, which were 3492 ohms and 3817 ohms, respectively. Out-of-range right side impedances included unipolar contacts c/8 (2322 ohms) and c/11 (2328 ohms) and bipolar contacts 8/11 (4582 ohms) and 9/11 (4025 ohms). There were no falls reported. The physician had not examined the patient since discharge, but the patient notified them saying they were no different. It was noted that impedances are not routinely checked at the hospital, so it was unknown how long the issue had been going on. It was noted it was possible they have always been high. The physician was reassured that there was no broken lead. Refer to manufacturer report #3007566237-2017-05280 for details pertaining to the reportable related event.